Event description:
It was reported that during set up / inspection for use, the us-scope/probe device image was black on the screen. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image is black on the screen malfunction: an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.